Event description:
Surgery was performed on a pt from the u.s. Military. During the procedure, metal pieces from the blade and/or bur allegedly flaked off into the pt's right ankle. According to the rep who called this in, the pieces are still in the pt and there has been severe swelling. The surgery was completed with existing blades, however, the blades and burs that are in question were allegedly thrown away by the surgeon.

Manufacturer narrative:
Device not returned to MFR. Add'l info will be provided once the investigation is completed.